Manufacturer narrative:
Height: 66 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 02, 2015. (B)(4).

Event description:
The end user reports itching and redness under the border of aquacel® dressing. She states her pacemaker was replaced on (B)(6) 2015 and aquacel® surgical cover dressing was placed over the incision. Within 3 to 4 hours after the dressing was placed; itching started in her right armpit and then spread to underneath all four borders of the dressing; due to the itching she removed the dressing and discarded it. She sought advice from her physician over the phone who recommended not to wash skin or apply any products to skin; but to only cover incision site with dry gauze. On (B)(6) 2015 she went to the emergency room, due to ongoing itching around surgical incision site. Upon arrival at the emergency room the end user was admitted and started on IV antibiotics. On (B)(6) 2015 she was discharged from the hospital and placed on oral antibiotics (unknown name) and an oral steroid (unknown name). End user also states the area where the border of the dressing was, is improved, and is no longer itching.